Event description:
The olympus representative reported on behalf of the customer that during the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the single-use distal cover fell off of the evis exera iii duodenovideoscope and was found inside the patient during an unrelated endoscopic ultrasound (eus) procedure the next day. There were no error messages on the device. The procedure lasted 55 minutes and the duration of the procedure was not impacted or prolonged as a result of the issue. The procedure was completed with the same device. The condition of the patient was not impacted and the outcome of the procedure was not affected. No medical intervention was required and no patient harm was reported. Related patient identifier: (B)(6) single use distal cover maj-2315 / h2920.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. However (per CAPA-200735), the distal cover likely detached easily from the scope due to the following: 1. The cover was damaged by chemical attack from adhesion of chemicals such as an anti-fog agent. Subsequently, the cover easily detached from the scope. 2. The attachment of the cover to the scope was insufficient. Subsequently, the cover easily detached from the scope. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4 ¿ (4.1) detection way operation manual: chapter 3 ¿ (3.5) preventive measures this supplemental report includes a correction to d4 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.